Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-01432. It was reported that following a pet scan on an unknown date in which therapy was not turned off, the patient experienced pocket site and lead site pain which dissipated after several days. Therapy was turned back on and the issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.